Manufacturer narrative:
(B)(4).a used needle-suture in several pieces was returned for analysis. During the visual inspection of the sample (needle/suture combination in several pieces), the swage and attachment area were as expected and marks were observed on the body needle, and the end of the suture was observed cut appears to be by use of a surgical instrument. The other sections of the suture were examined, body fluids were noted on the strands, and the ends of the sutures pieces were cut. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. In addition, the two suture pieces were tested by knot tensile strength and the result was above the minimum individual strength requirement for size ¿2-0¿ vicryl suture: according to the sample condition it was suggest an improper handling of the sample. Additional information was requested and the following was obtained: what was the name of the initial procedure? Overiohysterctomy what was the date of the initial procedure? (B)(4) 2018 how was the suture tied (square knot or multiple knots one end)? Surgical knot at the end on what tissue was the suture used? Ovaries, abdominal wall (muscle/fascia), skin. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Nothing abnormal was noticed during surgery. The patient demographic info: age, gender, weight, bmi at the time of index procedure cat (felis silvestrus catus), female, (B)(6). Weight is unknown and bmi is n/a in cats.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the initial procedure? What was the date of the initial procedure? How was the suture tied (square knot or multiple knots one end)? On what tissue was the suture used? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What intervention was performed for this suture event? Was an additional procedure indicated? Please describe what was done.

Event description:
It was reported that an animal underwent unknown procedure on unknown date and suture was used. Post- operatively approximately one week, the suture broke in the middle. The veterinarian noted herniation of the wound.

Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: (B)(4) 2018.